Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the telemetry report showed the on/off operation was repeated several times on (B)(6) 2015, and then finally turned off.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97714, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type implantable neurostimulator; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient received a message that charging could not be performed. The rep contacted that patient and confirmed via phone that the recharger and patient programmer (pp) do not recognize the implantable neurostimulator (ins). The rep was going to check the condition via the clinician programmer during the hospital visit on (B)(6). On (B)(6), the hospital tried performing telemetry using the clinician programmer, but failed. The telemetry failure message displayed. The following details were found: on (B)(6) the patient bumped the ins implantation region when she fell down; nothing in particular changed on that day. On (B)(6), slight pain was rekindled but the patient was not concerned about it very much. On (B)(6), the rekindled pain worsened and was terrible, so the patient toggled with the pp in hopes of changing the settings but it could not be read. It was doubted that the battery ran out so the recharger was applied but the recharger also could not read. The patient called the hospital for consultation and visited on (B)(6). The patient expressed a desire to continue using the spinal cord stimulation (scs), so a main unit replacement operation was scheduled for (B)(6). Everything including the lead might be replaced due to the lead resistance. It was noted that there was no injury on the patient's body and the patient did not experience any serious shocks yet the ins was broken. The rep thought that falling down was the cause, but the physician was not satisfied with that explanation so analysis will be performed. It was further reported that the doctor claimed the possible cause was considered to be device malfunction as well as external impact on the device. It was unclear if the device will be returned to the device manufacturer. The indication for use included failed back surgery syndrome (fbss). If additional information is received, a follow up report will be sent. The hcp reported via the rep further that the replacement procedure was performed as planned. The pocket was opened and the ins was checked, there were no issues observed. A new ins was connected to the leads and impedances were measured. Impedances for #7 and #15 electrodes were shown as >10,000 ohms. Although lead fracture was likely to be considered, as output electrode was not used and the data of >10,000 ohms could not be compared to the past impedance data, timing for tendency of lead fracture was unknown. The doctor decided to close the wound as the current electrodes could be used. The explanted ins was retrieved for analysis. Reference manufacturer report # 3004209178-2016-01111 and 6000153-2016-00566.

Event description:
The hcp further reported that the patient's was report was thoroughly and carefully read and the patient's claim of pain increased when patient fell, transmission and charge could not be conducted, could not be true. The doctor asked the rep to visit the hospital to confirm stimulation condition (stimulation on/off) and charge situation (whether or not the patient charged the ins constantly). The rep was asked to check the difference from log data and report results. Following this review, the doctor believed the event was caused due to insufficient charge rather than malfunction due to falling down.